Event description:
While servicing a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) identified buildup inside the hemoglobin chamber, requiring replacement. The fse reviewed quality control on the analyzer, the hemoglobin result for the level I 6c cell control was high out of range on several occasions. There were no erroneous test results for patient samples reported with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed buildup in the hemoglobin chamber and replaced the chamber. The fse also cleaned vl167 port to the hemoglobin chamber and replaced the tubing from wbc (white blood cell) bath to the hemoglobin chamber. The hemoglobin result for the level I 6c cell control was within specification. (B)(4).